Event description:
A report has been received that a memory lens iol implanted in the right eye of a patient has since opacified. Visual acuity noted as 20/30- right eye at 2008 visit. Explant surgery/has been scheduled for the near future. Request has been made for follow up information to be provided.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with